Event description:
Stryker power load system for ems cot malfunctioned. The system would not allow the cot to be removed from the ambulance more than about 18 inches, when the track locked in place and would not release or stow. This malfunction created a delay in the transport of a patient with chest pain to definitive care. The system was able to be stowed after about 15 minutes of working on it.